Event description:
A report was received that the patient's ipg had flipped causing charging difficulty. The physician has recommended a revision.

Manufacturer narrative:
Additional information received indicated that the patient has decided to no longer proceed with the revision.

Event description:
A report was rec'd that the pt's ipg had flipped causing charging difficulty. The physician has recommended a revision.